Event description:
It was reported that during an micro discectomy procedure, while cleaning th disc space, the tip of the instrument fractured but no fragments were broken off. Another instrument was used to finish the case without further incident. No patient complications.

Manufacturer narrative:
(B)(4): the superior shaft is broken at the centerline of the jaw pivot pin; the broken off portion of the shaft and the pivot pin are missing and were not returned for analysis. Microscopic examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.